Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. This incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that, during priming, the pump stopped and displayed error code 429, fault in motor controller. There was no pt involvement. The pump was sent to sorin group (B)(4) for evaluation. The problem could not be reproduced during testing at sorin group (B)(4). The pump was returned to the customer. No further action is deemed necessary.

Event description:
Sorin group (B)(4) received a report that, during priming, the pump stopped and displayed error code 429, fault in motor controller. There was no pt involvement.